Event description:
When the physician pulled the optiseal sheath apart, there was still a sliver of the sheath that looked like a large piece of thread that was left behind. It did not break evenly. They did fluoro to make sure it was all removed. No pt injury or complications were reported.